Event description:
A customer contacted baxter's technical service center reporting an alarm and the home patient (hp) stated he disconnected the heater bag from the setup and connected a new solution bag to the heater line during therapy on a home choice (hc). The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of use error - reuse of single-use product issue. Complaint is confirmed because patient reported during trouble shooting of an alarm situation check heater line, patient switched the heater bag only and reused the rest of the single use supplies, which is a use error. The cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.